Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had sticky buttons. The customer's blood glucose value was unknown. The insulin pump rejected new batteries and had unexplained no delivery alert. The battery of insulin pump died within hours of low battery warning. The customer stated diminished battery life, lost settings and had rainbow effect on insulin pump. The insulin pump will not be returned for analysis.